Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display, battery out limit, bolus history anomaly, and experiencing a high blood glucose level of 335 mg/dl. The customer states while changing the pump, it alarmed battery out limit and a blank display. However, the customer states the was able to clear the battery out limit. The customer was assisted with troubleshooting and the display did return. While troubleshooting the for the high blood glucose, the customer states there were some blouses missing in the history. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.